Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: analysis summary: no product return. No logs available. Mechanical interaction with blood/ hemolysis: hemolysis noted in patients foley bag after patient transferred the patient to another hospital. The root cause of the hemolysis cannot be determined due complaint device not returned for evaluation and insufficient clinical details provided. Low or blocked pump flow: flow/ suction alarm occurred, flow on p2 0.1 l/min. The root cause of low or blocked pump flow issue cannot be determined due complaint device not returned for evaluation and insufficient clinical details provided. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
B1 add selection as it was omitted from the initial report that was submitted. B2 revised selection as it was incorrectly entered on the initial report that was submitted. B5 new information was received. E1 added initial reporter facility name, address line 1, city, state, zip code and zip code extension as they were omitted from the initial report that was submitted. H6 type of investigation code was updated due to new information received. Health effect - impact code f24 was updated to f1904 due to new information that was received. H11 updated additional manufacturer narrative due to new information received. The pump is not available for return and has been disposed of by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
Additional information was received. The hemolysis was resolved when the pump was repositioned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, hemolysis was noted in the patient's foley bag. The patient was weaned to p2 successfully when flow/ suction alarm occurred, flow on p2 0.1 l/min. The decision was made to remove the impella. The patient's hemodynamics was noted as appropriate, not on any inotropes/vasopressors. The physician did not find clot attached to impella cannula, attributed poor flows to ventricle anatomical size. The patient was successfully weaned, and the device was explanted.